Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
This event involved a patient who experienced low audible alarms approximately 2 years and 11 months post heartware lvad implantation. The patient's caretaker reported to the hospital that while the patient was sleeping both batteries became loose, but the alarm was very quiet and almost inaudible. The batteries were reconnected and a controller exchange was performed at the hospital the following day. There was no reported adverse effect on the patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during testing when the controller failed to meet sound/noise specifications. Further log file analysis revealed a controller power up which is consistent with the event details. Analysis of the device revealed that the device failed to meet specifications; functional testing revealed a damaged speaker diaphragm. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a faulty speaker. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.